Event description:
The patient was admitted for a procedure in 2006 with lesion in the distal circumflex. The lesion was totally occluded and a 2.5 x 18mm cypher stent was implanted at 8atm. Then, on nine days later, the patient returned for a procedure to treat lesions in the left main trunk through the distal left anterior descending branch. The lesion was a de-novo, eccentric, bifurcated and ostial and was 70mm in length. The vessel was approximately 3.0mm in diameter. The lesion was pre-dilated and a 2.0 x 20mm cypher stent was implanted at 20atm. Next, a 2.5 x 28mm cypher stent was implanted at 18atm, proximal to the other cypher, followed by a 3.5 x 18mm cypher stent implanted at 18atm, proximal to the previous cypher; overlapping kissing balloon technique was conducted. The residual percentage of stenosis post procedure was 0 and timi flow grade was iii. Approximately a year and ten months post index procedure, the patient complained of chest pain and went to the hospital. An ECG abnormality was confirmed. Coronary angiography was conducted and thrombus was observed in the cypher stents that were implanted on that day. There was no thrombus observed in the cypher that was implanted on the same day. Aspiration and balloon angioplasty were conducted to treat the thrombus. The physician commented that possible cause of the thrombotic event could be that the patient stopped taking aspirin and ticlopidine, on his own in 2008.

Manufacturer narrative:
This cypher sirolimus- eluting coronary stent is distributed outside of the united states. However, it is similar to the unite states cypher sirolimus- eluting coronary stent. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2008-02492, and 9616099-2008-02493. Additional info will be submitted upon 30 days of receipt.